Manufacturer narrative:
B3 unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an intermittent alarm. The wireless module had an intermittent connection with the pump. The event occurred during testing, no patient injury was reported.

Manufacturer narrative:
One device was returned for repair in used condition. Visual evaluation of the device found downstream occlusion (dso) seal bubble. Event history log had no applicable evidence to review. Customer's reported problem "intermittent alarm. Wireless module had intermittent connection with the pump" was not duplicated with functional testing. Powered up the pump and reviewed the wireless status. The status showed it was not associated to any network. Performed a ping test and the device registered and pinned without any issues. The wireless status changed to associated after the test. The pump was left powered on for 20 minutes and no alarms occurred. No fault was found. Device passed all functional tests. No repair was needed.